Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported screen issue; programmer screen had multi colors. Analysis also confirmed the reported printer issue; printer drawer latch was missing and printer was not printing. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose and a tab on the power cord bay door was broken. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the screen did not work well. It was also reported when any paper was printed in programmer, sometimes it was not working. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.